Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The cartridge, infusion set tubing and site were changed multiple times. The customer did not see any damage to the cannula. The customer's blood glucose (bg) level was 690 mg/dl and were dropping after a correction bolus was delivered. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.